Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. ***update: (B)(4) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege the patient suffered pain, discomfort, soreness, instability and popping, difficulty walking, moving, sitting, going up and down stairs and sleeping. Patient was injured by excessive levels of chromium and cobalt in his blood. Also alleged, that abnormal tissue debrided during revision surgery showed chronic inflammation, reactive change and necrosis. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.